Manufacturer narrative:
Complaint investigation is underway and will be attached to this report.

Event description:
During a tcar procedure, resistance was felt when using the .014 lake region guidewire. The site took an ivus, which showed a dissection of the common carotid artery next to the arterial sheath. This led to the placement of additional stent to cover the dissection. The procedure was completed successfully with no reported patient harm.

Manufacturer narrative:
Complaint investigation is underway and will be attached to this report.

Event description:
During a tcar procedure, resistance was felt when using the .014 lake region guidewire. The site took an ivus, which showed a dissection of the common carotid artery next to the arterial sheath. This led to the placement of additional stent to cover the dissection. The procedure was completed successfully with no reported patient harm.